Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. It was reported that death occurred. In (B)(6) 2012, the patient presented with myocardial infarction (mi) and was referred for cardiac catheterization which revealed the de novo, total occlusion and culprit lesion for st segment elevated myocardial infarction (stemi) located in the mid left anterior descending artery (lad) with 100% stenosis and was 20mm long with a reference vessel diameter of 2.75mm. The lesion was treated with predilatation and placement of a 2.75x24mm promus element¿ plus stent with 0% residual stenosis. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department (ed) with cardiac arrest. The patient's family stated that while driving, the patient was not feeling good and felt like vomiting. Eventually, the patient started shaking, became foamy at the mouth and then quit breathing. The family members called emergency medical service (ems) and tried to start cardiopulmonary resuscitation (CPR). Ems stated that with CPR in progress, they had shocked patient several times and had given alkaloids due to a pulseless electrical activity (pea) rhythm versus a ventricular fibrillation rhythm. Chest x-ray showed endotracheal (et) tube in esophagus, patient appeared to have aspirated. Subsequently, et tube changed out and did a lot of airway suctioning, confirmed placement of et tube with a good color change. CPR was continued for greater than 1 hour; however, no cardiac response was noted. The patient was asystole on the monitor and was pronounced expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that as per adjudication results, stent thrombosis occurred.